Event description:
Caller reported the advantage system gave a blood glucose result 218 mg/dl at a time when the customer was symptomatic of hypoglycemia. Wife called emts. Emt system result within 10 minutes was 54 mg/dl. Wife treated him with juice and food. Emts did not treat. A request was made for the return of the meter and strips, replacement sent.